Manufacturer narrative:
(B)(4). The covidien technical support engineer (tse) troubleshot the issue with the customer over the phone. The tse recommended replacing the graphic user interface (gui) cable and the gui central processing unit (cpu) printed circuit board (pcb) and to run the ventilator on a test lung. Covidien was not authorized to repair the device.

Event description:
It was reported that, while in use on a patient the lower display on an 840 ventilator was intermittently blank and the ventilator also generated a loss of communication diagnostic message. Although requested, intervention taken on behalf of the patient was not provided. There was no patient harm as a result of the reported event.